Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r, upn: (B)(4), model: sc-1160, serial: (B)(4), batch: 376903.

Event description:
It was reported that the patient experienced abdominal pain after the implant procedure. A computerized tomography (CT) scan was taken and the physician believed that the patients spinal canal was too small for the paddle lead. All device components were explanted and will not be returned. No device malfunction was suspected. The patient was doing well postoperatively and no longer has abdominal pain.